Event description:
On 05/09/2001, the international distributor's technical service rep informed the MFR's international rep of the following: removal of apheresis catheter at completion of treatment. Catheter "broke off" at dacron cuff at time of removal by two different physicians.